Event description:
Site reported patient was infiltrate post superdimension procedure and they could not extubate the patient. Patient was moved to ICU and had heart attack as they were trying to extubate. Patient had to have additional testing for enzymes and chest x-ray complete as a result. The site does not believe this issue occurred due to the superdimension procedure as the procedure went well according to the physician.

Manufacturer narrative:
The product is not available for evaluation and will not be returned. A review of the device history record for the system console found no anomalies. The site does not believe this issue occurred due to the superdimension procedure.